Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -3.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the optic torn. Dimensional and functional inspection found the lens to be within specifications. H6 - work order search: no additional similar complaint type events within associated lots were found. Claim#: (B)(4).